Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years 7 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, adhesions, necrosis and fibrosis thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and hernia recurrence as possible complications. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2002: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. It is alleged that the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel hernia patch. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2002 - patient was diagnosed with large partial reducible ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿a large hernia sac was dissected from the subcutaneous tissue which contained omentum adherent to the sac. A composix kugel mesh was placed with ptfe on the internal surface facing the intestine, marlex on external surface and secured with sutures.¿ (B)(6) 2013 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent laparoscopic and open repair with the removal of composix kugel mesh. Per operative notes, ¿there was a hernia located in the mid abdomen containing an incarcerated loop of bowel as well as omentum. A piece of mesh appeared to have a ring, found underneath the hernia and the mesh was adherent to the bowel incarcerated within the hernia. Most of the incarcerated tissue appeared to be omentum were excised. The defect was opened slightly with lysis of adhesions. The bowel was trimmed and composix kugel mesh was removed from abdomen.¿ attorney alleges that the patient had adhesions, bowel removal, pain, hernia recurrence and emotional injuries. It was also alleged that patient underwent recurrent ventral hernia on (B)(6) 2014.